Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a motor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The pump was tested in performance and verification testing, and the device was validated using the onboard performance verification test, and it passed all validation tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software version and reset it to the standard configuration.